Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation for use, diagnostic messages indicated that the backup battery may not be fully charged. The pump system remained fully functional; however, the status, the back up batteries was not assured. There was no adverse consequence to a pt as a result of this event.